Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the root cause was undetermined. The reported problem was unable to be confirmed or duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator started to alarm with several alarms while in use on a patient. The customer advised the patient was placed on another ventilator and there was no patient harm. Customer stated he pulled the exh corner apart and found the exh filter, sensor and the sensor lines going all the way into the gde have water in them. Customer was advised the gde will need to be replaced.